Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. During the test period with a nasal-duodenal tube, the patient had fever of 39 ºc on (B)(6) 2018. The patient was taken to emergency room and a pneumonia was diagnosed, which was probable for nosocomial pneumonia. Treatment for the pneumonia was not reported. On (B)(6) 2018, the patient was discharged from the hospital and was much deteriorated. They have seen an improvement in the patient with oral levodopa.